Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not identified by service or quality engineering. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery found during programming/setup of the device. It was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.